Manufacturer narrative:
As received, the device battery voltage was in normal range. Electrical and mechanical tests indicated normal lead impedance and normal device functionality. Output verification and capture tests were performed with normal results. Longevity assessment was also performed, and device was in the normal range of operation with appropriate remaining longevity. Visual inspection revealed cosmetic surface variations of the epoxy header, which was communicated with manufacturing/engineering team and confirmed as acceptable.

Event description:
New information received clarified that "3 bubbles", were observed in the pulse generator header.

Manufacturer narrative:
Correction: b5, h6 device coding was updated to reflect product quality problem observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure when the physician connected the lead to the pulse generator; high pacing impedance and loss of capture were noted. The lead was tested with pacemaker system analyzer ¿ psa and found to function normally. A second connection attempt was made, but the issue persisted with no sensing noted. The physician completed the procedure with a replacement generator. There were no patient consequences.

Manufacturer narrative:
The reported event of high lead impedance, failure to capture, and failure to sensing were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a device header anomaly. As received the battery voltage was in normal range. Electrical and mechanical tests indicated normal lead impedance and normal device functionality. Output verification and capture tests were performed with normal results. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Visual inspection of the header attachment indicated cosmetic anomaly and delamination between the header and device case. A manufacturing anomaly may have occurred that resulted in the header delamination. Abbott is performing further investigation for this additional finding.